Event description:
Related manufacturer reference number: 2017865-2022-01792. It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited a failure to implant, and the right ventricular (rv) lead became dislodged during attempted implant of ra lead. The ra lead was not used, and the rv lead was repositioned. There were no patient consequences.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.